Event description:
According to the report, "defib/monitor was checked at the commencement of shift no problems noted. Equipment was required to monitor patient. When equipment switched on there was no screen display. Internal batteries display full." No adverse affects to the patient were reported as a result of the alleged malfunction.